Event description:
The reporter stated that reporter did back to back blood glucose tests, using different fingersticks and strips. Results were 86 and 185 mg/dl. Reporter did not have any symptoms. During troubleshooting, it was determined that reporter did not have the codes set correctly, and could not remember what the meter and the strip codes were. No harm was alleged.